Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10 - medical product: catalog #: 115310, comp rvrs shldr glnsp std 36mm, lot # j7447500 catalog #: 110031400, mini tray +5mm cocr +0 offset, lot # 64599376 g2: australia h3: the customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent an initial procedure approximately 2 months ago. Subsequently, patient was revised about 2 weeks ago due to dislocation of the shoulder. Attempts have been made and there is no further information at this time.